Manufacturer narrative:
(B)(4). No samples or pictures were received from the customer. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of 450230/g170738f. We have no further complaints on 450230/g170738f. We forwarded the complaint to our affiliated headquarters from which we receive this product. According to their investigation and comments, a review of production and testing documentation did not indicate any deviations during production. No abnormalities were detected during in-process control. The reported event cannot be attributed to a product malfunction. We have no further inventory of 450040/17a24b. We have no further customers complaining on 450040/17a24b. We forwarded the complaint to our supplier for their investigation and comments. A review of manufacturing and inspection records shows no abnormalities related to the reported event. Retain samples were examined visually and no appearance defect such as damage or molding defect could be observed on the hubs. Screwing torque was measured using greiner standard holders. The maximum on retain samples was 0.66kgf/cm. All samples were screwed into holder without any problems. Ten greiner blood collection tubes were inserted onto each tested sample and no spinout could be observed. The complaint cannot be confirmed.

Event description:
Customer states after phlebotomy began, after 2 tubes were filled a 3rd was put on, the needle popped off of the holder. Needle had to be removed and unable to use safety shield. Customer advises no injury or exposure, no pictures available. Device discarded. Remaining needles of this lot have been used and worked properly.